Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- initial reporter (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the error code. The fse replaced the compressor, scroll (0119-00-0236) and recalibrated the drive and pressure regulators. After replacing the compressor, scroll the iabp was booting up as intended without any alarms. The unit passed all functional and safety checks and was returned to normal use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an error code 14. There was no patient involvement reported.